Event description:
Patient¿s mother spontaneously reported pump alarmed twice yesterday. Once in school, but no display and last night while pt was in bed for no cartridge. Mom stated cap on tight and had 0.6ml remodulin in cartridge so "not" low volume. Mom requested pump be replaced. Advised sending out extra cartridge cap. Pt able to use backup pump. No ae as result; cad ms3, sn: (B)(4). Due (B)(6) 2019. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Do the patient have a backup device they were to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Strength: 5mg/ml. Dose or amount: 94ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.